Manufacturer narrative:
According to the customer, a "surgical site infection" was reported following a total hip replacement on (B)(6) 2025 where the drapes tore during the procedure. The customer reported that the patient was "taken back to surgery for incision & drainage" of the affected hip where "wound cultures" were taken. The customer stated that the patient will "be seen in office" on (B)(6) 2026 for surgical follow-up. No additional information is available at this time. It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a "surgical site infection" was reported following a total hip replacement on (B)(6) 2025 where the drapes tore during the procedure. The customer reported that the patient was "taken back to surgery for incision & drainage" of the affected hip where "wound cultures" were taken.